Event description:
The manufacturer received information alleging a ventilator service required error code was found during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was being evaluated at the manufacturer service center. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgency service (e-0344), was observed on the device's error log. The manufacturer service technician further evaluated and determined the oxygen sensor had failed. The manufacturer service technician replaced the obm printed circuit assembly (pca) since it installs the oxygen sensor. This addressed the reportable issue. The manufacturer service technician tested the device, and it failed on the zero flow verify test step. The manufacturer service technician re-evaluated the device and determined the test step failed due to the sensor pca. The sensor pca was replaced to address this reportable issue. The root cause is confirmed at this time. Additionally, during the service of the device, the trilogy o2 pm, capacitor, battery fan exhaust fan assembly, stirring fan, and forty-three micron filer was replaced for service, which was unrelated to the reportable issue. The front enclosure needs replaced due to physical damage unrelated to the reportable issue.